Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported 4.5 grams of zosyn in 100 ml was to infuse over 4 hours at a rate of 25 ml/hour, but according to the nurse, it infused as a bolus. Per the customer, the carefusion analytic report shows the infusion was programmed correctly. The customer would like to know what happened, as the biomed department determined the device was actually delivering at a slightly slower rate than programmed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of zosyn was neither confirmed nor replicated. The pcu event log shows that at 12:29 am on (B)(6) 2017 the pump module was programmed to infuse piperacillin/tazo 4.5gram/100ml at a rate of 25ml/hr with a vtbi of 100ml to infuse over 4 hours; the infusion ran until 4:31 am when the primary infusion completed and then transitioned to kvo. The device was then channeled off at 4:36 am. At 9:06 am, the system was powered on. The user selected unit a and again programmed piperacillin/tazo 4.5gram/100ml to infuse over 4 hours at 25ml/hr with a vtbi of 100ml. This infusion ran until 9:28 am, when the user paused the infusion and then subsequently channeled the device off. There were no alarms prior to the user channeling the device off. The volume recorded as being infused during this period was 109.051ml. Functional testing resulted in the pump module delivering fluid out of specification on the low side. Internal inspection of the pump module showed that all 6 bezel bosses were cracked and separated. The root cause of the reported over infusion was not identified, however, the probable cause is the cracked and separated bezel bosses.

Event description:
The customer reported 4.5 grams of zosyn in 100 ml was to infuse over 4 hours at a rate of 25 ml/hour, but according to the nurse, it infused as a bolus. Per the customer, the carefusion analytic report shows the infusion was programmed correctly. The customer would like to know what happened, as the biomed department determined the device was actually delivering at a slightly slower rate than programmed. There was no patient harm.